Manufacturer narrative:
A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the event. Review of the logfiles for the day of treatment shows successful treatments performed without interruption and no abnormalities or problems were detected. Patient data review does indicate the canal being too short, which may be a contributing factor for the uncut area. No technical root cause could be determined as the system is performing within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A doctor reported a vertical gas breakthrough on a patient's left eye during a lasik procedure. Patient had previous laser assisted cataract surgery and prior corneal incisions noted. The doctor planned to do a custom flap in order to avoid the pretreated areas. Surgeon was not concerned about the vertical gas breakthrough and will be doing photo refractive keratectomy (prk) to treat refractive correction.